Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed self-tes. Customer's blood glucose was unknown. Customer stated alarm did not occur during the rewind/prime sequence. The customer was advised that the device needs to be replaced and revert to a backup plan.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was monitored for several days and no rf pic failed alarm was noted. No display anomaly was noted. The pump had a cracked case at the display window corner and minor scratches on the display window.